Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: engineering assessment confirmed the reported allegation based on screenshot provided by the sales rep. The incident was raised to r&d where a fix to the issue will be resolved through r&ds internal system process and released as a software update. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that "sales rep sent a screenshot after a case of the results that were displayed in the patient chart only of vhn, and not during the actual procedure. The image on vhn shows all size / offset options available instead of just one ¿ one appears to be incorrect in the chart. Nothing was displayed incorrectly during the procedure ¿ just on the chart record."